Manufacturer narrative:
The syringe/stopcocok malfunction may potentially impact staining performance. No delay to testing was reported. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
Field service engineer found leakage and crystallization of the three way valve. Customer completed the test on another instrument. The field service engineer replaced the stopcock and syringe. Instrument was fully operational and returned to service. No indication of patient or user harm.